Event description:
It was reported that the insulin pump alarmed button error. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was also received with cracked case at display window corner, battery tube threads, reservoir tube lip and minor scratched display window.